Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the sureform stapler instrument or reload accessory that was used during this reported event; therefore, failure analysis investigations could not be performed. Instrument and system log reviews could not be performed due to insufficient event date and product information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after firing an unspecified sureform stapler instrument with an unspecified reload accessory, the staples became dislodged, opened/unstapled, catching on the artery. To resolve the issue the surgeon used the monopolar curved scissor instrument to carefully remove the staples from the artery. The procedure was completed. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.